Event description:
It was reported that the customer was walking the rollator from one room to another when he heard a cracking noise. He discovered the cross bar was broken.

Manufacturer narrative:
It was reported that the customer was walking the rollator from one room to another when he heard a cracking noise. He discovered the cross bar was broken. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.